Event description:
(B)(4). Same patient as 2134265-2009-05447. This report is for the maverick balloon device. The patient was enrolled in (B)(6) 2007. The target lesion was a type I located in the left carotid artery. The reference vessel diameter was 5mm and lesion length was 16mm with 90% stenosis measured by nascet. Thrombus, ulceration, dissection, pseudo aneurysm was not present. Calcium was 0 and the target vessel was moderately tortuous. A carotid wallstent monorail was delivered and successfully placed at the intended site, the diameter was 7 mm and length was 40 mm. A non bsc cerebral protection device was used. Pta was performed with a maverick balloon catheter. A heart rhythm stimulant, atropine 1 mg was administered during the procedure. A vasodilator was not used. Peri-operative showed transient ischemic attack (tia). No actions taken and the outcome were resolved with no residual effects. The procedure was technically successful with 0-29% residual stenosis. One month follow up visit in (B)(6) 2007, six month follow up visit in (B)(6) 2007 and twelve month follow up visit in (B)(6) 2008, the patient was asymptomatic carotid sent was patent, % of residual stenosis was not documented.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as complaint is a known physiological effect of the procedure and is noted within the dfu.(B)(4): product unavailable for analysis.